Manufacturer narrative:
Lox catheters, transluminal coronary angioplasty, percutaneous. The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report# 2134268-2009-01849 and 2134268-2009-01847. It was reported that during a pci (percutaneous coronary intervention) procedure, advancement difficulties were encountered; the guide wire was entrapped within the catheter. The totally occluded lesion being treated was located in the distal segment of the calcified and tortuous cx (circumflex artery). An unspecified size choice floppy guide wire and the 1.5 apex flex monorail balloon catheter was advanced to the lesion. Upon the first inflation, atm's and duration are unknown, the guide wire moved back a bit and the physician was unable to advance the guide wire. When the balloon was deflated, the guide wire was removed without any difficulty. Another 1.5 apex flex monorail balloon catheter was advanced over the same choice floppy guide wire to the lesion in the om (obtuse marginal) branch of the cx; characteristics of the lesion are unknown. Upon the first inflation, atm's and duration are unknown; the physician was unable to advance the guide wire. When the balloon was deflated, the guide wire was removed without any difficulty. The procedure was successfully completed with the same choice floppy guide wire and a 2.0 apex flex monorail balloon catheter. No patient injury or complications were reported. The patient's condition post procedure and upon discharge was reported as "stable".